Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Throat started to swell [pharyngeal oedema]; swollen tongue [swollen tongue];swollen lips, lips started to swell 3 times their size [lip swelling]; burning tongue, tongue were on fire [glossodynia]; burning lip(s), lips were on fire, lips felt like they were chapped a burning sensation [burning sensation]; hives on entire body [urticaria]; itching on entire body [pruritus generalised]; left a bad taste in mouth, strange taste in mouth, food had bad taste [dysgeusia]; numb feeling, numb feeling in mouth [hypoaesthesia oral]; mouth started to swell [oedema mouth]; having trouble breathing [dyspnoea]; (burning) cheeks (mouth) [oral discomfort]; (lips) were bright red, turned as red as they could be [cheilitis]; big big red spots coming up all over [erythema]; case description: a consumer reported that they, a male used fixodent denture adhesive, original cream in 2007 and as he was eating his lunch, he noticed that the taste of fixodent was getting stronger; after lunch, he cleaned his dentures and when he applied fixodent, he developed burning on his tongue and lips, his lips started to swell three times their size, his tongue swelled, he got hives and experienced itching all over his body, his throat started to swell and he was left with a very bad taste in his mouth. The consumer reported that he went to the emergency room and the physician asked if he had changed anything in his diet; the only thing different was a new tube of fixodent. He stated that he put a small amount of fixodent on his tongue on the following month, and it went crazy. The case outcome was improved. Past medical history included: allergy - unknown, medical history - "dentures." Exact product used previously: yes, applications from other tubes. No further information was provided. On 15-oct-2007 received consumer's follow-up questionnaire, medical bill and pharmacy receipt: questionnaire: the consumer reported that he used a small amount of fixodent on his lower partial, 1-2/day for 5 days four days earlier and after a couple of days, food had a bad taste; he experienced a strange taste, a slight burning and numb feeling in his mouth, burning lips, and rash and terrible itching all over his body on the same month. He stated that he went to the emergency room where he was given prednisone, famotidine 20 mg tablets and benadryl to treat the symptoms; the rash lasted 5-6 days with allergy medication treatment. The case outcome was recovered. Past medical history included: allergy - none reported, medical history - "lower denture." Concomitant medications included: none reported. Exact product used previously without incident: yes, for two years. No further information was provided. Medical bill for emergency room admission and discharge on the next day: emergency room procedure: injection-intravenous each additional new drug. Drugs: diphenhydramine hcl 50 mg/ml, methylprednisolone sodium succinate. Hematology: complete blood count (automated differential). Chemistry: comprehensive metabolic panel. Laboratory: venipuncture emergency specimen collection. Pharmacy: famotidine 10 mg/ml injection. Pharmacy receipt same day: prednisone 10 mg. Quantity 20. Days supply 8. Instructions: take 4 tablets by mouth each morning for 2 days, then take 3 tablets by mouth each morning for 2 days, then take 2 tablets by mouth each morning for 2 days, then take 1 tablet by mouth each morning for 2 days. Famotidine 20 mg tablets. Quantity 14. Days supply 7. Instructions: take 1 tablet by mouth twice daily. 18-oct-2007 update: details revealed in a review of the initial contact of the same day: the consumer reported that he had been using the new tube of fixodent original cream for approximately two weeks when he realized that, it was fixodent that was putting a funny taste in his mouth; something was different about the taste of the food he ate, especially a pickle or anything with vinegar, everything just did not taste right. He reported that he applied three little dabs of fixodent to his lower partial and cleaned it every time he ate; he cleaned his teeth and within thirty minutes of applying a smaller amount of fixodent after lunch on the day before, his mouth started to swell, his tongue, cheeks and lips were on fire and his throat started to swell; he broke out with hives, had big red spots coming up and had itching all over, all of this over a period of approximately four or five hours; his tongue and lips felt like they were chapped, a burning sensation; his lips were bright red, as red as they could be and then he was having trouble breathing. The consumer stated that he phoned his physician who said to go to the emergency room; he went to the emergency room at about midnight and was given four or five unspecified items that he thought might have been like benadryl, some steroids, intravenous fluids and an injection; he was released from the emergency room with four prescriptions at 04:30 on the next day, but mentioned that he had not picked up those prescriptions yet; he was still a little sleepy and had been sleepy while waiting for the emergency room doctor to check on him. He reported that the taste was gone from his mouth, his gums were subsiding and his lips were not chappy feeling anymore; he had tried some pickles and everything else and he was pretty sure that the symptoms were due to his use of the new tube of fixodent. The consumer stated that he was a very healthy person but had some bone problems because he was getting old, and joints; he had never experienced anything like this before in his life. No further information was provided.

Manufacturer narrative:
Consumer has returned product for investigation. Product investigation results pending.